Manufacturer narrative:
(B)(4).

Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) 2015. Additionally, at the time of the call, dexcom technical support advised patient's mom to test the "try it" feature for alert functionality. The patient's mom reported the alert only vibrated. No medical intervention or injuries were reported.